Event description:
Burn marks on the neck, burn wound [thermal burn] , a pretty deep wound [wound] , using thermacare neck, shoulder & wrist for headache [device use issue] , one of the 8 "bubbles" were a bit different in color and thinner in the material [device issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from (B)(6) 2017 at an unknown frequency for headache. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwrap used multiple times before for headaches. On an unspecified date in (B)(6) 2017, the patient experienced burn marks (burn wound) on the neck. According to her husband the wound was 12 x 7 centimeters. The patient reported, "I came home from work with a severe headache, applied the wrap to my neck and went for a walk. Approximately 20 minutes later I started feeling a burning heat in one place. As it is heat which helps the muscles I tried to relax and endure. It was not easy to get it off either as it was pretty cold that evening. When I came home after approximately 45 minutes and removed the wrap I noticed a pretty deep wound. The size of the wound was equivalent of the size of one of the small patches on the wrap (there is only one wound and not two as my husband said); however, around the wound there was a red circular area of approximately 2 centimeters. The patient explained that when she removed the wrap one of the 8 "bubbles" were a bit different in color and thinner in the material. It was under this bubble that the burn had occurred. She stated she cleaned the wound but otherwise did not treat it with anything. Now the wound is recovering, but it is going pretty slow and it is still very bothering. I have read the instructions and I do not believe that I have used the wrap wrong. I actually just recovered it from the garbage bin and it appears to be intact with no visible holes. But there must be something wrong with it." The patient stated she does not have the batch number. It was the last wrap in the package and she only has the wrap. There is no possibility of obtaining the batch number. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Clinical outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (16feb2017): new information received from a contactable pharmacist includes: reaction data (added product complaint of device issue) and the patient reported there is no possibility of obtaining the suspect product lot number. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device., comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn marks on the neck, burn wound/started feeling a burning heat (also reported as a burning sensation) in one place [thermal burn] , a pretty deep wound [wound] , one of the 8 "bubbles" were a bit different in color and thinner in the material [device issue] , she did not check the skin during the walk/ she had read the instructions [intentional device misuse] , using thermacare neck, shoulder & wrist for headache [device use issue]. Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative and a contactable consumer. A 60-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from (B)(6) 2017, for 45 minutes for severe headache and tension in the neck. The patient's medical history was not reported. She was not pregnant. Her skin tone was medium and she did not have sensitive skin. Concomitant medications were not reported. Past product history included thermacare heatwrap on (B)(6) 2017 for six hours for headaches and did not experience any symptoms. On (B)(6) 2017, the patient experienced burn marks (burn wound) on the neck. She used the product for one day. According to her husband the wound was 12 x 7 centimeters. The patient reported that she came home from work with a severe headache, applied the wrap to her neck and went for a walk at around 8 pm. Approximately 20 minutes later she started feeling a burning heat (also reported as a burning sensation) in one place. As it was heat which helped the muscles she tried to relax and endure. She did not check the skin during the walk. It was not easy to get it off either as it was pretty cold that evening. When she came home after approximately 45 minutes and removed the wrap she noticed a pretty deep wound. The size of the wound was equivalent of the size of one of the small patches on the wrap (there was only one wound and not two as her husband said); however, around the wound there was a red circular area of approximately 2 centimeters. The patient explained that when she removed the wrap one of the 8 "bubbles" were a bit different in color and thinner in the material. It was under this bubble that the burn had occurred. She stated she cleaned the wound and it was treated with a cream containing chlorhexidine 1%. The physician was not contacted. The wound was recovering, but it was going pretty slow and it was still very bothering. She had read the instructions and did not believe that she used the wrap wrong. She reported the product appeared to be intact with no visible holes but stated "there must be something wrong with it." The color of the box was red. She reported she did not have the product. She did not have the batch number. She had 2 layers of clothes put on the thermacare. The adhesive strip was attached the body. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on 03feb2017. The outcome of the events "burn marks on the neck, burn wound/started feeling a burning heat (also reported as a burning sensation) in one place", "a pretty deep wound" and "one of the 8 'bubbles' were a bit different in color and thinner in the material" was resolving. The outcome of other events was unknown. According to the product quality complaint group on 20mar2020: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.follow-up (16feb2017): new information received from a contactable pharmacist includes: reaction data (added product complaint of device issue) and the patient reported there is no possibility of obtaining the suspect product lot number. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (27feb2017): new information received from the danish medicines agency (dkma) includes: the dkma number for this case is: (B)(4).follow-up (08mar2017): new information received from the consumer included patient data (age, height, weight), product data (start date/stop date, duration of use, additional indication), and reaction data (onset date, treatment). Follow-up (20mar2020): new information received from product quality complaint group includes investigation results.follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound, device issue and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn marks on the neck, burn wound/started feeling a burning heat (also reported as a burning sensation) in one place [thermal burn] , a pretty deep wound [wound] , one of the 8 "bubbles" were a bit different in color and thinner in the material [device issue] , she did not check the skin during the walk/ she had read the instructions [intentional device misuse] , using thermacare neck, shoulder & wrist for headache [device use issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative and a contactable consumer. A 60-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from 03feb2017 to 03feb2017, for 45 minutes for severe headache and tension in the neck. The patient's medical history was not reported. She was not pregnant. Her skin tone was medium and she did not have sensitive skin. Concomitant medications were not reported. Past product history included thermacare heatwrap on 10jan2017 for six hours for headaches and did not experience any symptoms. On 03feb2017, the patient experienced burn marks (burn wound) on the neck. She used the product for one day. According to her husband the wound was 12 x 7 centimeters. The patient reported that she came home from work with a severe headache, applied the wrap to her neck and went for a walk at around 8 pm. Approximately 20 minutes later she started feeling a burning heat (also reported as a burning sensation) in one place. As it was heat which helped the muscles she tried to relax and endure. She did not check the skin during the walk. It was not easy to get it off either as it was pretty cold that evening. When she came home after approximately 45 minutes and removed the wrap she noticed a pretty deep wound. The size of the wound was equivalent of the size of one of the small patches on the wrap (there was only one wound and not two as her husband said); however, around the wound there was a red circular area of approximately 2 centimeters. The patient explained that when she removed the wrap one of the 8 "bubbles" were a bit different in color and thinner in the material. It was under this bubble that the burn had occurred. She stated she cleaned the wound and it was treated with a cream containing chlorhexidine 1%. The physician was not contacted. The wound was recovering, but it was going pretty slow and it was still very bothering. She had read the instructions and did not believe that she used the wrap wrong. She reported the product appeared to be intact with no visible holes but stated "there must be something wrong with it." The color of the box was red. She reported she did not have the product. She did not have the batch number. She had 2 layers of clothes put on the thermacare. The adhesive strip was attached the body. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on 03feb2017. The outcome of the events "burn marks on the neck, burn wound/started feeling a burning heat (also reported as a burning sensation) in one place", "a pretty deep wound" and "one of the 8 'bubbles' were a bit different in color and thinner in the material" was resolving. The outcome of other events was unknown. According to the product quality complaint group on 20mar2020: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.follow-up (16feb2017): new information received from a contactable pharmacist includes: reaction data (added product complaint of device issue) and the patient reported there is no possibility of obtaining the suspect product lot number. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (27feb2017): new information received from the danish medicines agency (dkma) includes: the dkma number for this case is: 2017023572.follow-up (08mar2017): new information received from the consumer included patient data (age, height, weight), product data (start date/stop date, duration of use, additional indication), and reaction data (onset date, treatment). Follow-up (20mar2020): new information received from product quality complaint group includes investigation results.follow-up attempts are completed. No further information is expected.amendment: this follow-up is being submitted to amend previously reported information: current location of device per manufacturer incident report form was incorrectly populated as unknown instead of discarded., comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound, device issue and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Event description:
Event verbatim [preferred term] burn marks on the neck, burn wound [thermal burn], a pretty deep wound [wound], using thermacare neck, shoulder & wrist for headache [device use issue] , one of the 8 "bubbles" were a bit different in color and thinner in the material [device issue]. Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from (B)(6) 2017, for 30 to 40 minutes for severe headache and tension in the neck. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwrap on (B)(6) 2017 for six hours for headaches and did not experience any symptoms. On (B)(6) 2017, the patient experienced burn marks (burn wound) on the neck. According to her husband the wound was 12 x 7 centimeters. The patient reported, "I came home from work with a severe headache, applied the wrap to my neck and went for a walk at around 8 pm. Approximately 20 minutes later I started feeling a burning heat (also reported as a burning sensation) in one place. As it is heat which helps the muscles I tried to relax and endure. She did not check the skin during the walk. It was not easy to get it off either as it was pretty cold that evening. When I came home after approximately 45 minutes and removed the wrap I noticed a pretty deep wound. The size of the wound was equivalent of the size of one of the small patches on the wrap (there is only one wound and not two as my husband said); however, around the wound there was a red circular area of approximately 2 centimeters. The patient explained that when she removed the wrap one of the 8 "bubbles" were a bit different in color and thinner in the material. It was under this bubble that the burn had occurred. She stated she cleaned the wound and it was treated with a cream containing chlorhexidine 1%. The physician was not contacted. Now the wound is recovering, but it is going pretty slow and it is still very bothering. She had read the instructions and did not believe that she used the wrap wrong. She reported the product appeared to be intact with no visible holes but stated "there must be something wrong with it." The color of the box was red. She reported she does not have the product. The patient stated she does not have the batch number. The patient had 2 layers of clothes put on the thermacare. The adhesive strip was attached the body. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Clinical outcome of the events was resolving. The patient was not pregnant. Her skin tone was medium and she did not have sensitive skin. She used the product for one day. Additional information has been requested and will be provided as it becomes available. Follow-up (16feb2017): new information received from a contactable pharmacist includes: reaction data (added product complaint of device issue) and the patient reported there is no possibility of obtaining the suspect product lot number. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (27feb2017): new information received from the danish medicines agency (dkma) includes: the dkma number for this case is: (B)(4). Follow-up (08mar2017): new information received from the consumer included patient data (age, height, weight), product data (start date/stop date, duration of use, additional indication), and reaction data (onset date, treatment). Company clinical evaluation comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device. Follow-up attempts are complete. No further information is expected., comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn marks on the neck, burn wound [thermal burn], a pretty deep wound [wound], using thermacare neck, shoulder & wrist for headache [device use issue]. Case narrative: this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. Both the patient and her husband reported. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2017 at an unknown frequency for headache. The patient medical history was not reported. The patient's concomitant medications were not reported. Past product history included thermacare heatwrap used multiple times before for headaches. The patient experienced burn marks (burn wound) on the neck on an unspecified date in (B)(6) 2017. According to her husband the wound was 12 x 7 centimeters. The patient reported, "I came home from work with a severe headache, applied the wrap to my neck and went for a walk. Approximately 20 minutes later I started feeling a burning heat in one place. As it is heat which helps the muscles I tried to relax and endure. It was not easy to get it off either as it was pretty cold that evening. When I came home after approximately 45 minutes and removed the wrap I noticed a pretty deep wound. The size of the wound was equivalent of the size of one of the small patches on the wrap (there is only one wound and not two as my husband said). However, around the wound there was a red circular area of approximately 2 centimeters. I have cleaned the wound but otherwise not treated it with anything. Now the wound is recovering, but it is going pretty slow and it is still very bothering. I have read the instructions and I do not believe that I have used the wrap wrong. I actually just recovered it from the garbage bin and it appears to be intact with no visible holes. But there must be something wrong with it." The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device., comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn marks on the neck, burn wound [thermal burn] , a pretty deep wound [wound] , using thermacare neck, shoulder & wrist for headache [device use issue] , one of the 8 "bubbles" were a bit different in color and thinner in the material [device issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from (B)(6) 2017 at an unknown frequency for headache. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwrap used multiple times before for headaches. On an unspecified date in (B)(6) 2017, the patient experienced burn marks (burn wound) on the neck. According to her husband the wound was 12 x 7 centimeters. The patient reported, "I came home from work with a severe headache, applied the wrap to my neck and went for a walk. Approximately 20 minutes later I started feeling a burning heat in one place. As it is heat which helps the muscles I tried to relax and endure. It was not easy to get it off either as it was pretty cold that evening. When I came home after approximately 45 minutes and removed the wrap I noticed a pretty deep wound. The size of the wound was equivalent of the size of one of the small patches on the wrap (there is only one wound and not two as my husband said); however, around the wound there was a red circular area of approximately 2 centimeters. The patient explained that when she removed the wrap one of the 8 "bubbles" were a bit different in color and thinner in the material. It was under this bubble that the burn had occurred. She stated she cleaned the wound but otherwise did not treat it with anything. Now the wound is recovering, but it is going pretty slow and it is still very bothering. I have read the instructions and I do not believe that I have used the wrap wrong. I actually just recovered it from the garbage bin and it appears to be intact with no visible holes. But there must be something wrong with it." The patient stated she does not have the batch number. It was the last wrap in the package and she only has the wrap. There is no possibility of obtaining the batch number. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Clinical outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable pharmacist includes: reaction data (added product complaint of device issue) and the patient reported there is no possibility of obtaining the suspect product lot number. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up ((B)(6) 2017): new information received from the (B)(6) agency ((B)(6)) includes: the (B)(6) number for this case is: (B)(4). Company clinical evaluation comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device., comment: based on the information provided, the events of burn marks on the neck, burn wound and deep wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use issue is non-serious and assessed as associated with the use of the device.